Event description:
It was reported that the patient presented for an implant procedure. After the procedure, the patient experienced bradycardia. Upon interrogation, the right ventricle (rv) lead exhibited a failure to capture. Also, x-ray imaging was performed and the rv lead still in same position. The lead was explanted and replaced. The patient was in stable condition.